Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level and high ketones resulting in the customer having diarrhea. Reportedly, the customer acknowledged ignoring multiple occlusion alarms and resume pump alarms. The customer changed supplies, delivered a correction bolus, and the customer's husband administered insulin via a manual injection to initially address bg. At the hospital, the customer was treated with a glucose-insulin-potassium drip and a sodium drip to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.